Manufacturer narrative:
Results: the complaint for discomfort at the lead and ipg site was not confirmed. The ipg would not communicate due to a depleted battery. Per event details, the patient had not used the system for a few years. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. The ipg outputs were monitored with no signal deviation from initial values observed. No signal presence observed on unused channels and can. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06220. It was reported the patient's scs system was explanted due to discomfort at her lead and ipg sites.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06220.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.